Event description:
Per the clinic, the patient underwent a right-sided middle cranial fossa and mastoid decompression of the facial nerve on (B)(6) 2025 due to a sudden progression of facial nerve palsy (preoperative grade 5). Postoperatively, the facial nerve palsy worsened to grade 6 but has since demonstrated gradual improvement. Recovery is expected to be prolonged due to the underlying neurofibromatosis type 2 (nf2). Smartnav testing was performed under general anaesthesia on (B)(6) 2025, demonstrated neural response telemetry (nrt) responses on electrodes e13-15 and e17-22. There are plans to explant the device; however, this has not occurred as of the date of this report.